Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve and diaphragmatic stimulation due to the left ventricular lead. The lead also had high threshold. Various pacing vectors were programmed, but the stimulation and/or high threshold persisted. Multiple attempts were made to reposition the lead in another branch however the vessels were small and tortuous. The lead was capped and replaced with an epicardial lead. It was also reported that device had premature battery depletion. The device was reprogrammed also, but then explanted and replaced. No further patient complications have been reported as a result of this event.